Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated insulin pump was not dropped nor bumped. The customer stated that they received open book image on insulin pump display. Customer stated that insulin pump received a pump error alarm and they tried to remove the battery and placed it back in when she received the critical pump error. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify e/a alarm unspecified due to critical pump error (open book image) alarm. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.